Manufacturer narrative:
Failure analysis noted that the pump had blank display due to faulty mother board. The pump had cracked case at the display window corner, cracked reservoir, tube lip, minor scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 126mg/dl. The customer stated that she heard a loud single beep but when she checked the pump nothing happened. The customer changed the batteries and received numbers on the screen. She tried using the act button and up/down arrows but the pump shut off. The customer used lithium battery. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.